Event description:
It was reported that the patient was implanted on (B) (6), 2003 with severe hearing loss due to progressiveness of hearing loss. Despite rather limited gain, patient was still using her vibrant soundbridge. Some months ago, the surgeon performed an incus to round window repositioning of the fmt transducer hoping for better coupling to inner fluids and better functional gain. On (B) (6), 2010, the surgeon decided to perform a revision surgery to check the fmt coupling to round window and accidentally cut the conductor lead. He had to change the vorp. The patient was reimplanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report. This device has been manufactured by symphonix corporation. Vibrant med-el took over the assets from symphonix corporation in 2003.